Manufacturer narrative:
Additional information was received that the patient's reason for explant was inadequate pain relief.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.